Event description:
It was reported that during an unknown procedure, the only information available at this time is that the stapler was having difficulty closing down on the tissue. When it did close and the stapler was fired, the staples were not closing the entire way. The stapler was being used on bladder pedicles and a blue reload was used. Another device and ties were used to complete the case. There were no adverse consequences to the patient. No device is being returned. Additional information received on 10/27/2009: the hospital was unable to provide any additional information about this event.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted. Device was not returned